Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps disposal container. The customer reports that when handling the container, an employee received a dirty needle stick. The needle was protruding out of the sharps container on the front side, near the container sticker. In response, blood tests and follow-up have been conducted on the employee according to customer's exposure protocols.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.